Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose. Customer stated that they were hospitalized for hyperglycemia. Customer stated that they were treated by doctor using insulin drip. The customer had normal blood glucose of 18 mmol/l. The insulin pump will be returned for analysis.